Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the biomed, that during an unknown procedure the manual pressure was going too high by itself, above the normal level. They had to reduce it manually. They finished the procedure with it, no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. A review of lot/batch history for each legacy fms product complaint received by mitek complaint handling unit is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. This complaint cannot be confirmed. A review into the depuy synthes mitek complaints system revealed one dis-similar and one similar complaints for the serial number of this device. This complaint cannot be confirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4)

Event description:
It was reported by the biomed, that during an unknown procedure the manual pressure was going too high by itself, above the normal level. They had to reduce it manually. They finished the procedure with it, no harm to the patient. It was reported on 3-16-2018 that the device was not being returned.